Manufacturer narrative:
Hill-rom technical support suggested changing the p3 load beam. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the search load beam to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).